Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site developed an infection with abscess the size of a golf ball. The patient visited the doctor, who cleaned and disinfected the area and prescribed antibiotics anti inflammatory pills (name unspecified) to be taken twice a day.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection and no issues were found. Although the investigation found no evidence of any damage, the exact cause of reported infection could not be conclusively determined.